Event description:
A patient reports while wearing a pod between 4 and 24 hours their blood glucose level had rose to over 250 mg/dl. In addition the patient reports the pod had failed to adhere and the cannula had become dislodged from the pod infusion site (arm). As treatment, the patient applied a new pod.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Manufacturer narrative:
The returned device was evaluated and the received device had the cannula assembly fully deployed. Investigation found no issues that would contribute to dislodging of the cannula. The exact cause of the reported dislodging could not be determined. The device was received with the adhesive pad attached to the bottom housing, and no damages or defects were observed with the adhesive pad or the adhesive pad's welds. The cause of the reported adhesive failure could not be determined. The exposed portion of the soft cannula was found torn, allowing for fluid to exit through the tear. The download data does not contain any alarm, timeouts or drive stalls. It could not be conclusively determined when this damage occurred.